Manufacturer narrative:
As reported, the 6mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon catheter was used. After it reached the lesion, it ruptured at eight atm during its initial inflation. The product was removed intact (in one piece) from the patient. The case was completed with the use of new unknown device. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device was prepped normally. The intended procedure/target lesion was evt/ sfa. The lesion was noted to have moderate calcification with a 90% stenosis. The vessel had mild tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never ever in an acute bend and was never kinked while being used. The product was not returned for analysis as the device was discarded. A product history record (phr) review of lot 82277171 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with 90% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 4cm saber pta was used. After it was reached at the lesion, it ruptured at 8 atm during its initial inflation. The product was removed intact (in one piece) from the patient. The case was completed with the use of new unknown device. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device was prepped normally. The intended procedure/target lesion was evt/ sfa. The lesion was noted to have moderate calcification. The vessel had mild tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was never ever in an acute bend. The balloon catheter was never kinked while being used. The device was discarded.